Manufacturer narrative:
Batch review performed on 20 may 2019. Lot 161461: (B)(4) items manufactured and released on 16-jun-2016. Expiration date: 2021-05-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medical affairs department partial hip revision surgery occurred 2, 5 years after cementless total hip arthroplasty. No information concerning patient age, activity level or comorbidities is available. Radiographic image provided shows the presence of radiolucent lines and osteolytic regions around the stem and signs of stress shielding. Aseptic loosening is a possible literature described adverse event afer cementless total hip arthroplasty and causes are often unknown. The reason of this event cannot be determined.

Event description:
About 2 years and 6 months after primary surgery, the surgeon revised the patient stem, ceramic head and liner for a stem potting. The surgery was completed successfully. On (B)(6) we were informed about the event and the revision surgery was performed on (B)(6) 2019.